Manufacturer narrative:
During an implantation of a hip endoprosthesis, the locking hook for the locking mechanism on the lever of the rasp handle broke while the instrument was being struck. In the further course of the surgery, the instrument had to be held firmly together by the surgeon until the desired result was achieved. The surgery was extended by approx. 10 minutes. It was reported that the instrument had been used 5-6 times in this hospital. The visual inspection of the rasp handle revealed that the locking hook for the locking mechanism was broken off. The fracture shows a shear fracture that had formed in the direction of impact. The broken counterpart was not available for analysis. The instrument has been in use as a loan instrument at implantcast gmbh since 2016. When the instrument is struck, the mechanical force in the notch of the hook is high, so that a fatigue fracture has increasingly formed over its useful life. Due to its intended use, the instrument is frequently struck by impacts, with the inevitable consequence that it will eventually break at this point after many cycles of use over years. Furthermore, the instrument had a non-functioning spring-loaded pressure piece, which meant that the cover plate, behind which the locking mechanism is located, could no longer be held in place. The complete mechanism behind the cover plate was no longer present when the instrument was visually inspected. The ball in the spring-loaded pressure piece showed significant wear. The surface of the ball is rubbed off, which presumably was caused by a large number of applications of the instrument. Abraded particles rubbed against the sliding surfaces in the ball bearing. The lubrication was also no longer intact, as there was too little instrument oil in the ball bearing. Why the mechanical parts of the locking mechanism were missing was not reported. It is likely that these were lost due to the loose cover plate. The present location of these parts is not known. As a result of the intraoperative destruction of the instrument, the surgeon was forced to manually hold the rasp handle together to prevent loosening of the front end rasp during impaction. The breakage of the hook and the wear of the locking mechanism can be classified as expected signs of wear. The damage and wear are expected to be the result of normal use after a long service life. The broken instrument was consequently discarded by the surgical staff.

Event description:
During an implantation of a hip endoprosthesis, the locking hook for the locking mechanism on the lever of the rasp handle broke while the instrument was being struck. In the further course of the surgery, the instrument had to be held firmly together by the surgeon until the desired result was achieved. The surgery was extended by approx. 10 minutes. It was reported that the instrument had been used 5-6 times in this hospital.